Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call lost sensor alarm. Troubleshooting for lost sensor was performed. Customer advised an hour after inserting the sensor they received the alarm. Customer advised the insulin pump was unable to communicate with the transmitter. Customer advised the time on the device was an hour behind. Customer was advised that the alarms would show an hour behind as a result of the time being incorrect. Customer advised the lost sensor alert occurred during the initialization period. Customer advised when they removed the sensor the cannula appeared to be broken in half and there was blood at the site. Customer was advised the broken half of the cannula may be inside of their body. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.